Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient¿s blood glucose read ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) while wearing the pod on the arm between 4 and 24 hours. The patient noted the adhesive was loose and the cannula had dislodged from the infusion site. Hyperglycemia treated by patient activating new pod and bolus.